Event description:
It was reported that there was a knee infection following a revision tka.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: unk, unknown scorpio femoral, lot code: unk; cat. No.: unk, unknown scorpio tibia, lot code: unk; cat. No.: unk, unknown scorpio patella, lot code: unk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. No medical records were made available for evaluation. The source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The reported event regarding infection involving a scorpio ts tib insert was not confirmed.

Event description:
It was reported that there was a knee infection following a revision tka.